Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of signals on the right ventricular channel that appear after ventricular pace is detected. Analysis of the device was performed; high pacing thresholds were observed along with loss of capture. Further evaluation of the patient was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of signals on the right ventricular channel that appear after ventricular pace is detected. Analysis of the device was performed; high pacing thresholds were observed along with loss of capture. Further evaluation of the patient was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that the patient experienced an unrelated trauma incident that led to the dislodgement of the lead. High pacing thresholds were observed and a slight decrease in the pacing impedance measurements. All other measurements were under normal limits and the sensing is adequate. It was decided to perform a follow up in three months. At this time, this lead remains in service. No adverse patient effects were reported.